Event description:
Attempts have been made to obtain the reason for explant. However, nothing has been received to date. Gross examination of the returned device noted an anomaly. Qa concluded that due to the anomaly, there is a complaint with the device. Therefore, qa will open a file on this incident. Information received in 2003 by the physician indicated that the reason for surgery was due to a malfunction.